Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father reported that upon sensor removal on (B)(6) 2019, there was a red, oozing lump under the sensor patch. The patient was brought to a clinic 24 hours later, where he was prescribed penicillin. At the time of contact, patient was feeling fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.